Manufacturer narrative:
The explanted lead was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted successfully. However, after the procedure was completed, the lead exhibited high pacing threshold measurements and decreased sensing. The physician performed a revision procedure, where the lead was repositioned several times. The sensing value remained less than 2mv in all positions, so this lead was explanted and replaced with another lead of the same model. The cause of the measurement changes was not provided, but the physician did not suspect a dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.